Manufacturer narrative:
H3, h6) the hand-switch was returned to the manufacturer for analysis. Through functional testing, performance testing, and visual/physical examination the reported issue could not be confirmed. There was no failure found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported this was an intermittent issue with the o-arm staying in standalone mode and or ¿initializing please wait¿. Reconnecting the umbilical and rebooting the system seems to resolve the issue most of the time (this time, it was pressing estop on/off a few times as per staff). The site has an issue with leaving the o-arm on for days without shutting down or rebooting (spoke with staff and they will reiterate power on / off process to other staff members). During this inspection, the system functioned as intended. I replaced the detector interface, hand switch, mvs and ias cpu due to re commendations after logs were reviewed. Rebooted the system several times and the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure, upon booting up the system, it was getting stuck at "initializing please wait." The manufacturer representative turned e-stop on and off a few times and then said the system eventually was able to connect and function normally. No patient involved.

Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacture for evaluation. After functional testing, performance tes ting and visual/physical examination the reported issue was confirmed. Raid 0 volume 0 is degraded. Backplane case is defective. An electrical failure was observed. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this. Analysis the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. The image acquisition system (ias) computer was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. (B)(4) computer passed bench test passed. (B)(4) and (B)(4)applications booted up successfully. (B)(4) (date and time) checked good. Virus scan was successfully completed with no viruses found. Installed onto a known working system the system initialized. Run fluoro gain calibration, motion calibration and run rad gain calibration passed. 2d and 3d images were acquired successfully. No issues found. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. The enclosure detector was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. It was installed on a known working system. The system readied as expected multiple times and performed 2d and 3d imaging several times successfully while under test. No problem found. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.